Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal dilaudid 30.0 mg/ml at 4.005 mg/day and marcaine 35.0 mg/ml at 4.673 mg/day. The lot numbers were unknown. The indication for use was non-malignant pain. The print report showed a motor stall occurred on (B)(6) 2015 at 04:56 and a motor stall recovery occurred on (B)(6) 2015 at 05:37. An examination showed bp 172/100 mmhg/ pulse 104 / temp(src) 98.9 degrees f (oral) / wt (B)(6) kg ((B)(6) lb)/ bmi 31.28 kg/m2. The patient was alert and oriented x 3, laying supine. They experienced moderate pain with movement. Heent was normocephalic, atraumatic. Cardiovascular was regular rate and rhythm. Abdomen was non-tender, non-distended. Extremities were no clubbing, cyanosis or edema. Neuro was unchanged, 4-5/5 strength. Lumbar paraspinals were tender. The wound was well healed. The patient had surgery three weeks ago (as of (B)(6) 2015). It was noted that there was no device issue, and the surgery was outside "ssm" system. The increase in pain was due to post-surgical pain. It was noted the patient had a medical history of lumbar radiculopathy. Troubleshooting performed, the cause of the motor stall, and actions/interventions taken to resolve the motor stall were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the cause for the motor stall was an MRI. The pump had been turned back on, and the motor stall had been resolved.